Event description:
It was reported that the patient experienced hyperglycemia due to a kinked teflon 6 mm infusion set, which resolved after changing the infusion set and resuming insulin delivery, consistent with an infusion set occlusion of the inset component. Symptoms included elevated blood glucose reaching 330 mg/dl without reported systemic clinical effects. Outcomes included temporary impact to blood glucose control for approximately 4¿5 hours without medical intervention, ketone testing, or use of backup therapy. Investigation included customer care troubleshooting and education. Investigation of this case revealed that the infusion set was kinked and flow was restored after supply replacement. It was concluded that the event was attributable to an infusion set occlusion that resolved with replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.